Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down due to the customer neglecting to charge the battery. Upon the pump turning back on, it was reported that the pump settings and profiles had been erased. Customer's blood glucose level was 240 mg/dl. Reportedly, customer re-input the settings and profiles and continued to use the pump for insulin therapy.